Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise/oversensing of 60-cycle interference by the device causing ventricular fibrillation (vf) detect ion. It was noted that the episode showed that the 60-cycle interference was most prevalent on the atrial channel. The device remains in use. No patient complications have been reported as a result of this event.